Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of lot #reud0227 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient implanted PICC on (B)(6), 2010 for chemotherapy. During usage, the nurse found patient limb edema. After b ultrasound examination, the nurse found venous thrombosis. It was reported that the patient died due to pe (pulmonary embolism) on (B)(6), 2010.